Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient had blurry/ double vision after waking up. The patient was admitted to the hospital overnight for observation. No interventions were required, and the patient made a full recovery. They were discharged the day after the procedure. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available per the facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.